Event description:
A 45 mm 280mm ethicon echelon flex stapler was open and being used. As it was about to fire it became stuck and the jaws would not open. The manual override on the stapler itself was used by the physician and physician's assistant. They were able to get the jaws open. No bleeding or injury to the patient occurred. The stapler was placed in its original box for material's management.